Event description:
Additional information was received from a manufacturer representative and a healthcare provider. It was reported that the pump was found to be flipped upside down today. The catheter was aspirated/patent and found in satisfactory condition per the physician. The pump was refilled with 2000mcg/ml baclofen at 569mcg/day, with a priming bolus of the internal tubing, catheter access port, and catheter. The patient had recently lost weight and considered this to be the cause of the pump flipping. The permanent sutures were found unattached. The physician secured the pump with silk sutures and the patient was sent home with an abdomen binder.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal b aclofen 2000 mcg/ml at unknown dose via an implantable pump for unknown indication for use. It was reported by a healthcare professional that the patient's pump had flipped. On (B)(6) 2023 , the company representative (rep) received a call from the doctor's nurse practitioner. The nurse stated that the tablet could not find the pump and the company rep confirmed it could find the communicator but not the pump. The company rep stated that the pump had probably flipped over and to interrogate the pump with the communicator on side of the pump and to try to get behind it, at which point the nurse was able to interrogate the pump. The company rep recommended she send the patient for an x-ray which confirmed the pump had flipped over. The patient was referred back to the implanting physician and he would determine if it needs to be surgically revised. Environmental/external/patient factors that may have led or contributed to the issue was that the patient had lost a significant amount of weight. The issue has yet to be resolved with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.